Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including daily/weekly/monthly testing and environmental stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The multifunction cable and defib receptacle were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.